Event description:
It was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Additionally, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, customer was released on (B)(6) 2022 with the issue was resolved and no permanent damage.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.